Event description:
Passed out while having symptoms of low glucose after eating and being released from the hospital for a non-diabetes related illness. It was reported meter read 82 mg/dl at 12 noon and within 3 minutes passed out. Reporter stated paramedics measured 32 mg/dl on their meter and treated with sugar tablets and food to elevate glucose level. Reporter indicated using expired test strips and a request was made for the return of the suspect product and replacement product was sent.